Event description:
Ect, is still being used. What is most important is that the pts are often misguided, incompetent, or just unaware that a dr will choose this form of treatment to gain access to insurance, and government monies. Dr has effectively found a way to treat mentally ill pts with ect. The problem is that the dr reports all good findings on those that cannot understand what is happening to them. Rptr was a pt of dr in 2000, which time rptr was self admitted and heavily druged on their own, and given stronger drugs to put them to sleep. Early the next morning rptr awoke to a nurse putting an IV into rptr's arm, giving again more sedating drugs. In and out of consciousness rptr does remember the treatments and telling the dr. Though his response was directed to the nurse about the time and common conversation of family. Rptr must not only live with their bi-polar, but the memory loss, and flat emotion and response to natural human feelings. This dr did more than damage rptr's memory, but now there is little faith in the care of other physicians. No longer is a pt important to the treatment, but to the insurance claim. It is nice to think that this is only a small portion, but simply it is not. More and more doctors are seeing the battle effects of the previous drs work, and it goes unheard by anyone. Rptr feels need to stand together to provide treatment that does not involve the insurance companies, or the only the doctors, but rather the pt that seeks treatment. Rptr knows how hard it is to seek treatment for a metnal illness. If one shows that they cannot make decisions on their own then these are the best pts to take advantage of.